Event description:
It was reported that info received during a recent CT scan indicated that the electrode array had backed out of the cochlea. Re-implantation surgery has been scheduled for (B)(6) 2012.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available,a device analysis will be submitted as a follow up report.